Manufacturer narrative:
Bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, a staff member was injured after a safety device failed to activate properly and detached from the needle body and hub. Employee reported that this was the second occurrence that morning. It was not reported whether medical intervention or treatment took place.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, a staff member was injured after a safety device failed to activate properly and detached from the needle body and hub. Employee reported that this was the second occurrence that morning. It was not reported whether medical intervention or treatment took place.